Manufacturer narrative:
(B)(4). The customer reported that they were having intermittent problems with the charge button failing opcheck. There was no patient involvement. The customer replaced the processor pca to resolve the issue. We consider this issue to have been caused by a processor pca failure.

Event description:
The customer reported that they were having intermittent problems with the charge button failing opcheck. There was no patient involvement.